Event description:
The pt returned to the clinic in 2009, for suture removal after a pump and catheter replacement (see MFR's report # 6000030200904663). A cerebrospinal fluid leak was noted from the spinal incision site; the pt was taken back to surgery for a dura repair. Three days later, the pt developed a fever, redness and swelling from the abdominal incision site to the spinal incision. The pt had the pump, catheter and sutureless connector explanted due infection and was treated with antibiotics. The medication being delivered via the device system was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.